Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, fenestrated bipolar forceps x 2, prograsp forceps, large needle driver. A site history review found no complaints were made for the instruments with indications related to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a left nephrectomy. No details are provided regarding the procedure, the post operative course, or the events that led to the patient¿s death. No allegation has been made about any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted left nephrectomy procedure, the patient expired in the intensive care unit (ICU) on postoperative day two. Intraoperatively, the patient received a transfusion of one unit of blood; however, the indication for the transfusion remains unclear. According to the intensivist physician¿s report, ¿considering the death occurred 30 hours after the surgical procedure and there is no clear cause; pulmonary embolism cannot be ruled out.¿ additional information has been requested; however, no response has been received.